Event description:
It was reported that the ventilator failed the turbine module, gas supply and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our service technician. It was reported that the ventilator failed the pre-use check during the pressure transducer test.the fault was isolated to the turbine module which was replaced and returned for investigation. The ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module has reproduced the described customer issue. An evaluation of the received device logs could confirm the event. A defect turbine in the turbine module caused the unit to fail the pre-use check. Replacement of the turbine resulted in passing the pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer ref # (B)(4).